Event description:
A surgeon reported an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The lens was exchanged. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B) (4). (B) (4).